Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-00065. It was reported that the patient experienced ineffective therapy from their scs system. Attempts to reprogram the patients stimulation were unsuccessful in restoring therapy. In turn, the patient may undergo surgical intervention to resolve the issue.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.